Event description:
It was reported that during an unk procedure, the staples did not close when the device was fired. Unk how the case was completed. No pt consequences was reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.